Event description:
The computer software is supposed to provide a printout each time it is used. But on april 24th, the device did not produce a printout. However on april 25th, at 9:34 am the same device produced a printout before the device was used. This problem has occurred a few times and needs follow-up. The co has not made any change to the device because the problem was previously thought to be caused by human error. Now the facility believes that the device malfunction is caused by a software error.